Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 21, 2019 that a flexiva ID tractip 200 laser fiber used in procedure in the ureter and kidney performed on an unknown date. According to the complainant, during the procedure, it was noted that the laser fiber was frayed. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.

Event description:
It was reported to boston scientific corporation on august 21, 2019 that a flexiva ID tractip 200 laser fiber used in procedure in the ureter and kidney performed on an unknown date. According to the complainant, during the procedure, it was noted that the laser fiber was frayed. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to on (B)(6) 2019 as no event date was reported. Block h6: problem code 1454 captures the reportable event of fiber peeled/delamination. Block h10: investigation results one flexiva ID tractip 200 laser fiber measured approximately 317.2 cm from the top of the connector to the tip. The piece included a kink approximately 312.2 cm from the top of the connector. Exposed glass portion of the tip measured approximately 3 mm and was fractured. Examination under magnification revealed that the fiber tip was fractured with a portion detached. The remainder of the tip was not returned. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.